Event description:
The customer stated, she was hospitalized for low blood glucose levels. Troubleshooting was not done, as the customer did not have a battery in the insulin pump at the time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.